Manufacturer narrative:
H10 h3, h6: the device was used in treatment and the user received a warning message that "the camera infrared lamp is not working properly". The user continued and was able to proceed with no other issue. The camera was returned for investigation. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. The investigation confirmed there was a relationship established between the reported event and the device. The returned device was connected to the ndi configure software and it was found that there was an illuminator hardware fault. The illuminator leds on the camera can go bad over time and they can cause floating dead zones in the camera view. The malfunction is most probably due to supplier / raw material fault.

Event description:
It was reported that while connecting the foot pedals and camera, the warning message "the camera infrared lamp is not working properly" appeared. User hit continue and was able to proceed with no issue. The investigation confirmed there was a problem with the led illuminator.